Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. An ntw clip was inserted and deployed without issues. It was noted that the clip arms were perpendicular to the line of coaptation and the leaflets insertions was satisfactory in all views. However, while checking imaging after deployment, it was noticed that the clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). A second clip was then implanted, successfully stabilized the slda and reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and a conclusive cause for single leaflet device attachment (slda) could not be determined in this complaint. The reported patient effect of additional therapy/non-surgical treatment appears to be a result of case specific circumstances as one additional clip was then implanted successfully stabilizing the slda and reducing mitral regurgitation to a grade of 1. There is no indication of a product issue with respect to manufacture, design or labeling.